Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clip would not release from the clip applier on tissue. It appeared to hang up in the clip applier once it was clipped on tissue. Part of the clip applier dislodged in the pt and could not be found. Another clip applier was used to finish. The incision had to be extended to retrieve the part from the abdomen.